Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose was 188 mg/dl. Customer reverted to an alternate pump for insulin therapy.